Manufacturer narrative:
H4: the lot was manufactured between 6 july 2025 and 15 july 2025. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The reported condition was not verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow, via a peripherally inserted central catheter (PICC) during patient infusion. The device was filled with cefazolin 6000mg in 240ml of sodium chloride 0.9%. The expected infusion time was 24 hours; however, no infusion occurred and 100% of the solution remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.